Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the right side deflated after implantation. As a result patient underwent bilateral removal and replacement with left catalog number 3504004bc, serial number (B)(4), and right replaced with catalog number 3504004bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, two devices were returned without fluid. Yellow material was observed within the device and on the shell surfaces. Mentor product analysis lab discovered on device a a rent measuring approximately 0.4 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Device b has a rent measuring approximately 0.6 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the devices. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).